Manufacturer narrative:
Our quality engineer inspected the 8 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample photos. Analysis of the sample photos showed that there were several instances of foreign matter within the syringes, as well as a particulate within the product tray. From the supplied ftir analysis, the foreign matter within the fluid path was isoprene rubber with silica, which is consistent with the plunger stopper material that we use. It is likely that material was introduced during our assembly process. Additionally, a white line on the stopper which could not be confirmed to be foreign matter based of the supplied photos. A larger ink dot was also observed on the barrel of a syringe, which is likely due to our marking process. Finally, the particulate within the product tray is likely a result of our manual packaging process. Since the confirmed failure is occurring below our expected rate, no further actions will be taken at this time. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Hello, the product is 309702 syringe 3ml luer-lok tip bulk convenience pak lot 3212551 (see photo lot 3212551 bulk pak). We began seeing particulates inside our filled syringes on 04-02-2024 and have seen them eight in total (summary in table below). We have quarantined lot 3212551 of bd syringes and have not used that lot since 04-23-2024. I have attached photos of the particulates we have seen (B)(6). There is a sample we can send to you ¿ the others have been sent out for analysis. The shipping label can be sent to me at the address below. In addition, there was one particulate found in a tray of bd 1 ml slip tip syringe (product #309701 lot# 3275315) which was analyzed under ls-24-7030 (this was found outside of the syringes, but inside a sealed bulk pak). Picture attached as ¿(B)(6) tray particulate¿. Please advise if there is any additional information that I can provide. Thank you.

Event description:
It was reported that bd syringe 3ml ll tip bulk convenience pak had foreign matter it was reported by customer that soft, shiny, pliable, black, rubber-like particle found in the device. Verbatim: rcc received a complaint via email. Email(s) attached ls-24-7036 soft, shiny, pliable, black, rubber-like particle. Isoprene rubber with silica, indications of zinc stearate, and inorganic inclusions 4500¿m x 143¿m

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.